Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2011. No follow-up has been performed since then and until (B)(6) 2020, when the patient came to the hospital for a standard follow-up. During this follow-up, abnormal impedance measurements and loss of capture were observed for the atrial and right ventricular leads. As leads fracture was suspected, a re-intervention was performed on (B)(6) 2020. During this intervention, first, the atrial lead was explanted, and then it was observed that the connector block of the pacemaker was detached from the can. After the intervention, normal impedance measurements were observed for the atrial and right ventricular leads. The physician confirmed that the patient did not receive any impact, which might have caused the connector block to be detached. Preliminary analysis confirmed the reported observations as well as some noise oversensing in the atrial and ventricular channels, which could have resulted from the connector block of the pacemaker being detached.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2011. No follow-up has been performed since then and until (B)(6) 2020, when the patient came to the hospital for a standard follow-up. During this follow-up, abnormal impedance measurements and loss of capture were observed for the atrial and right ventricular leads. As leads fracture was suspected, a re-intervention was performed on (B)(6) 2020. During this intervention, first, the atrial lead was explanted, and then it was observed that the connector block of the pacemaker was detached from the can. After the intervention, normal impedance measurements were observed for the atrial and right ventricular leads. The physician confirmed that the patient did not receive any impact, which might have caused the connector block to be detached. Preliminary analysis confirmed the reported observations as well as some noise oversensing in the atrial and ventricular channels, which could have resulted from the connector block of the pacemaker being detached.

Manufacturer narrative:
The model of the subject pacemaker is reply dr and not reply 200 dr. The d1, d2 and d4 fields have been corrected. Please refer to the attached analysis report.